Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8100 device not powering up. Account name: (B)(6) hospital account #: (B)(4) asset name: 8100bd pump module n. America v9.33.0.50 asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer identifies device 8100 (s/n (B)(4)), will not power on. Failure device type: failure problem type: failure mode: case resolution: customer identifies device 8100 (s/n 15733745), will not power on. Explained problematic issue with customer, of device not powering on. Customer check for device to try and power on from both sides of the iui connectors. Issue still persists with same result of not powering on. Informed customer the device is still under warranty. Customer to send device in for warranty repair. Transfer customer to our service coordinator to assist with RMA request. Customer will call back, if any further concerns need to be addressed. End call.